Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. Failure analysis was unable to perform operating current test or verify battery out limit due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated keypad was unresponsive. It was found the customer was unable to clear a battery out limit alarm that occurred. Customer's blood glucose was 150 mg/dl. The customer reported partially submerging the insulin pump into water. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.